Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device would not circulate water. The user tapped on the circulation pump, and the pump began circulating water. The device was used for the procedure. The user reported there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.